Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2021. Blood glucose reading was 600 mg/dl at time of hospitalization. Customer current blood glucose was 128 mg/dl. Customer reported that they had a symptoms like feeling sick, altered vision, nausea at time of hospitalization. Customer was treated with intravenous insulin drip for high blood glucose. No further patient complication were reported.